Event description:
Reporter alleged blood glucose results measured 474 mg/dl compared to the doctor's measurement of 176 mg/dl when testing was performed 1 minute apart during a routine visit. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.